Manufacturer narrative:
Additional information: updated part number and lot number. The probe was returned to the manufacturer for analysis. Analysis found that the probe was very worn with many nicks and scratches. With markers attached and fully seated, the probe returned a high geometry error but a good divot error reading with normal tracking. The support arm for marker #3 was bent causing the high geometry error. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the probe could not be tracked by the system.

Manufacturer narrative:
Instrument lot number unavailable. UDI not available for this instrument. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the probe was damaged and not visible from the camera. When hiding one sphere, it because visible with yellow signal. There was no patient present when this issue was identified. A system checkout was performed and found that hardware parts were replaced. A system checkout was successfully performed.